Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the hematoma is unknown. Hematoma is a known, inherent risk of surgery. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7055m-90, lot# 2661631, mfd. 01/14/19, exp. 2024-01-14, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7050m-90, lot# 2691821, mfd. 07/12/19, exp. 2024-07-12, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7040m-90, lot# 9009191, mfd. 06/13/19, exp. 2024-06-13, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were placed. The patient complained that the surgical site was painful to the touch sometime after the procedure. The surgeon determined that a hematoma had developed. The patient had additional CT scans and spent an additional night at the hospital. The surgeon was considering performing a percutaneous drain of the hematoma, but it is not known if that was performed. The current status of the patient is not known.